Manufacturer narrative:
(B)(4). Event date: unknown. Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was there any damage on the device jaw? Could you provide a photo of the tip of the device anvil? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that the reload does not fit on the device, defective tip of the clamp. Unusable device.

Manufacturer narrative:
(B)(4). Date sent: 2/12/2021; d4: batch # u5de30. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. This condition would not allow to install a reload on the device. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. Dislodgement as a result of the removal of the reload from the device during manufacturing is the most likely scenario, as the device received appears to be unused. No damaged was observed on the jaws.